Event description:
Reported events of pouch dilatation, band slippage, "fluid leak from band", obstruction, "band malfunction", infection, erosion, esophageal dilatation from journal article: "outcomes of revision laparoscopic gastric banding: a retrospective study, anzjsurg.com (2012)". Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 130 pts listed in table 2 of the article and the 11 pts listed in table 3 of the article who experienced pouch dilatation.

Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been rec'd by allergan. The connector type cannot be identified, nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Multiple requests for further info have been made. Allergan has rec'd no response from the authors. Pouch dilatation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. "Band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation.